Event description:
While servicing a coulter lh 750 hematology analyzer at a customer's facility, a beckman coulter field service engineer (fse) identified an issue with the bsv (blood sampling valve) on the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 06/23/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the bsv (blood sampling valve) knob, shaft lever and shaft. (B)(4).